Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that there was no power to the pump after exposure to the water. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/19/2017 with the following findings: a review of the black box indicated reboots had occurred. The pump was returned with moisture in the battery compartment. Leak testing revealed a crack in the pump casing between the keypad and the case seal. The pump powered on normally and successfully completed ez-prime steps. A 24 hour duration test could not be completed due to a loss of prime warning. The complaint of no power could not be duplicated on investigation. The pump was opened, revealing additional moisture inside the pump on multiple internal components. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked; a leak was not found at this location during leak testing.